Event description:
Customer reportedly received results of 105 mg/dl and 56 mg/dl within 10 minutes on the advantage system (meter strip lot number 549250, expiration date 11/30/2007). The discrepant results occurred while the customer was at home. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.